Event description:
It was reported that the patient presented for follow-up. A device interrogation revealed recorded episodes of inappropriate automatic mode switch caused over-sensed noise exhibited by the right atrial lead. Noise was reproducible with isometric movement. No interventions were made. The patient was stable.